Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The unit is having a constant speaker malfunction and will not make any sound at all. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
The customer reported the intellivue multi measurement server x2 had a constant speaker malfunction error and will not make any sound at all. The device was not in use on a patient at the time of the event. No adverse event involving a patient or user was reported. The bench repair technician confirmed the customer's allegation, ¿the unit is having a speaker malfunction" and witnessed the speaker malfunction error message. They also reported no sound coming through the speaker. After speaker replacement the device was returned to functional use with no further issue identified. The device has been sent back to the customer fully repaired and operating per specifications.